Event description:
It was reported that a pump declared an altitude alarm 21, leading to a suspension of insulin delivery. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was instructed to clean the speaker holes and reconnect the cartridge, but was unable to resume insulin before needing to leave. They planned to follow up later with a backup therapy available.